Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. It was reported that patient experienced pain after standing for a few minutes. The patient indicated that this issue had been present since implant. Patient reported that they have a lot less pain but they can't stand long. The patient mentioned receiving instructions on device usage and was advised to contact a representative for potential programming readjustments. The patient was redirected to their healthcare provider for further evaluation and management. Rep reported that patient was instructed on (B)(6) to keep their stimulator on and to call back if problem persists. Have not heard from patient since (B)(6). Later, the rep reported that the issue standing is a different medical issue that is being addressed by their physician. On (B)(6), the scs was returned to manufacturer.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6): product type lead product ID 977a260 lot# serial# (B)(6): product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis information pli# 10 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Analysis information pli# 20 product ID# 977a260 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis information pli# 30 product ID# 977a260 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they did not know when the device was explanted and were not made aware. They have not had any contact with the patient.